Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the event occurred during the device preparation process. There was no patient involved at the time of the event. A philips remote service engineer (rse) discussed the issue with the customer, who claimed that the ippc had malfunctioned but had returned to use after the pc was cleaned and plugged back in. A philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue. Troubleshooting actions determined that the power supply and video cable were both fine, but the ippc itself was defective. The fse replaced the ippc and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the operating room's screen was blank. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and determined the device¿s image processing computer (ippc) had failed and needed to be replaced. After replacing the ippc, the device was returned to expected functionality.